Manufacturer narrative:
Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient¿s left eye. The patient experienced farsightedness, close-up vision issues. The iol made his vision blurry about 8 feet out. Past 8 feet his vision is fine. Because he can't see within 8 feet his balance is off. Patient said he¿s fallen multiple times. Through follow-up he clarified he has fallen twice after the implant because he does not have any depth perception. He walks with a cane now because he doesn't want to fall again. He cannot walk without a cane, but he can still drive because the signs are past 8 feet from him. However, he can't see the gauges in the car or his passengers. He can read a license plate on a car 6 blocks down the street but can't read his wristwatch. Never used a cane or glasses prior to the implant. Now he has several pairs of glasses to see close-up within 8 feet. Patient explained he does serious photography and earns some side money from it but can no longer take photos. His hobby is fixing mechanical watches and clocks but that's also something he can no longer do. Patient reiterated that his quality of life has greatly diminished. He is afraid to go outside. When patient is required to see up-close items, he requires glasses and needs to add light. Everything is a blur. When the doctor tests his left eye it¿s 20/20 and says his eye is fine and he still needs to neuroadapt to the iol. During a follow-up visit, the doctor explained that his brain would adjust to his farsightedness. However, he still has horrible depth perception even at the time he called to report this event. In his recent follow-up visit the doctor checked and examined him thoroughly, confirming his range issues with the toric lens. Doctor suggested a tri-focal or progressive pair of glasses. The patient feels this solution is inadequate. It doesn't address the root problem and still leaves him in worse condition than pre-surgery. Patient expressed dissatisfaction with his doctor¿s office stating, ¿these people seem clueless. And a second opinion is pretty-much pointless because we all agree on what the problem is. There's no debate.¿ no further information was provided.